Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned drill by a depuy (B)(4) confirmed the fracture. The fractured tip of the drill was not returned for evaluation and was reported to be left in the patient. Ductile and shear dimple fracture features indicate the cannulated drill failed due to ductile overload fracture. Eds analysis and hardness measurements indicate the drill was consistent with the material and hardness requirements on the engineering drawing. No evidence of material or manufacturing defects was observed that could contribute to the failure of this component. A two-year search of the complaint database found no prior reports for tips breaking for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. This instrument is a single use device, it is unknown if the sample has been used more than once. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Device was broken during surgery and broken piece remained in the pt's body.